Event description:
Boston scientific lead, ingevity model 7741, serial (B)(4), implanted (B)(6) 2017, was found to be fractured when the boston scientific crtd device was interrogated at the doctor¿s office. It was ok in (B)(6). It is the atrial lead. Two other leads were okay. One guidant and one b.s. Endotek model 0293. Patient previously experienced significant heart damage from 2 fidelis leads previously recalled and is horrified to have another fractured lead. He is almost (B)(6) and has had devices since 2006 and is well aware of the dangers of extraction and replacement. Device failure and cardiac arrest led to the implanting of his current crt-d device.